Manufacturer narrative:
H3: product analysis the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that there is no replacement at this time. The patient is in the hospital with pneumonia and is quite fragile. Once the patient is better, they will consider replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) was making clicking noises. No factors were known to have led or contributed to the issue. No actions/interventions were noted on initial report. Additional information reported that the implantable neurostimulator (ins) was making a buzzing sound. The buzzing sound was not constant, but was occurring daily. It was reported that the clinician also observed the sound, and that it could be heard outside the patient's body. It was not known when it first started, how often it occurred (other than daily), nor duration of the noise. It was noted that the clinician had 20 years of experience and felt that they knew what they were doing. There were no therapy or impedance issues. Turning ins off to see if noise disappears as well as resetting the ins was discussed to investigate the issue. Additional information was received indicating the impedances were within normal limits. The ins was turned on/off with no change to the situation. It was also indicated that the patient had cardioversion in (B)(6) 2021 for atrial fibrillation. Additional information was received indicating the atrial fibrillation was not considered to be related to the device/therapy and the cardioversion was not thought to have caused the clicking sound as the cardioversion was in march 2021 but the clicking sound started in (B)(6) 2021. Additional information was received from the manufacturer representative (rep) reporting that the audible noise coming from the ins occurs when the patient is not recharging and can be heard by people close to the patient. The patient is very concerned with this noise. Reset of the ins has not been performed. The patient has not turned off the ins due to severe parkinson's disease. Resetting the ins did not resolve the audible clicking noise, so a replacement was planned.